Event description:
Placement of PICC line by usual method. Placement was confirmed by x-ray. When pulling the wire out resistance was noted. The wire could not be removed. The PICC line was discontinued due to this problem. The covering of the wire was noted to be unraveling when the line was pulled. The offending wire has been saved and is available for examination. The patient was rescheduled for PICC line placement. This will extend her hospital stay.